Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
It was initially reported that the stopcock on the limitorr broke after insertion. The limitorr was not revised but they clamped the inserted catheter. Additional info was received on (B)(6) 2012 with the following: the date of the event was reported as (B)(6) 2012. It was reported that the lumbar drain was in and working. "When rotated in bed in pacu", the drain came apart just where the tubing inserts into the three way stopcock. It easily fell out as did the tubing on the other side of the three way stopcock. The physician stated that "this put the pt at serious risk". There was no injury reported on the male pt. Another limitorr was placed after the malfunction.